Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available a follow-up report will then be issued.

Event description:
Alleges the back of the chair came off and consumer fell out. The fire department had to be called.

Manufacturer narrative:
The device was returned for evaluation. The alleged claim could not be duplicated.

Event description:
Alleges the back of the chair came off and consumer fell out. The fire department had to be called.